Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The event was manifested by lethargy, weakness, vomiting, and fever. On the same day as the event onset, the patient was hospitalized for peritonitis. Fourteen days later the patient was officially diagnosed with peritonitis. On an unreported date, the patient started treatment with intraperitoneal ampicillin (5ml; frequency not reported) and intraperitoneal heparin (2.5 ml in each of the bags; frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Sixteen days after the event onset, the ampicillin and heparin were discontinued and the patient was discharged from the hospital that same day. At the time of this report, the patient had recovered.